Manufacturer narrative:
We are reviewing the gathered information. When the investigation conclusion is available we will provide a follow-up report.

Manufacturer narrative:
An investigation was carried out for this complaint with the following conclusions: on july 12, 2019, it was reported to arjo an incident concerning a male patient who developed a pressure ulcer on (B)(6) 2019 while on auto logic system (overlay and pump). Customer reported that a patient sustained a stage 3 pressure ulcer in their left foot after sliding down in the bed as the foot pressed against the foot end panel. This customer complaint concerns a resident who presented a reduced mobility, usually moved to the tv-room in the morning until late afternoon and then returned to his bed. As per customer staff, the normal repositioning schedule is every 3 hours. Customer alleged that the pump had warmed and hot the bed frame what contributed to the resident outcome. The evolution of the pressure ulcer passed by different stages beginning as mentioned on stage 3, passing by stage 2 and finally being almost healed, as per information received on september 11, 2019. The same day, it was reported to arjo that patient passed away on (B)(6) 2019. As per customer health professional (nurse), patient death was not connected to use of arjo device. Arjo was informed that a medical professional (doctor) stated the death was caused most likely by stroke or heart attack. Arjo personnel visited customer facility after this event and reported that pump was working as intended and was being used. It was confirmed that device did not malfunctioned during use. Arjo personnel also checked the pump temperature and stated that it was not warmer. Arjo auto logic system has an operating temperature of +5°c to +40°c (+41°f to +104°f) and humidity of 30% to 75%. This information is found in the auto logic device instruction for use, document 630933en_07 · 4/2018, which is provided to the customer. Working beyond this range could affect the device work. Customer staff reported that the arjo mattress overlay was attached to an underlying foam mattress; both fitted to a non-arjo bed frame. The set-up presented a gap between the end of the mattress and the end foot panel, which could allow the mattress along with patient to slide down. Product instruction for use document warns "it is the responsibility of the care giver to ensure that the user can use this product safely." In consideration of alignment of device with the bed frame, it mentions "alignment of the bed frame, safety sides and the mattress should leave no gap wide enough to entrap a patient's head or body, or to allow egress to occur in a hazardous manner where entanglement with the mains power cable and tubeset or air hoses may result. Care should be exercised to prevent occurrence of gaps by compression or movement of the mattress. Death or serious injury may occur." In the current event, there was not resident entrapment, however, the gap allowed the resident to slide down, which caused resident foot pressing against bed panel. Regardless of whether or not there is a pump at the end of the bed, the patient's feet should never be pushed against the end of the bed - warm or not as a vulnerable patient could still sustain a serious injury from the foot pressing against a hard surface. Post market surveillance was reviewed and no incidents were found presenting similar circumstances to the current investigated event. In conclusion, the auto logic system played a role in this incident as it was being used for resident therapy when the event occurred. Customer allegation of pump warming bed frame was not confirmed as system worked as intended. It was determined that patient death was not caused in any way by arjo device. Arjo consider that a combination of factors lead to the pressure injury including wrong set-up of mattress and bed frame (gap between them). Arjo found this event reportable to the competent authorities due to serious injury developed by the patient.

Manufacturer narrative:
The investigation is ongoing and additional information will be provided in the next report.

Event description:
Arjo was informed about an event related to arjo auto logic system. As reported, the patient was weighing down in the bed, and the left foot has pressed against the end support of the bed. The auto logic pump that supplies the mattress with air, has warmed the end support of the bed, causing it to get hot. According to the facility staff, the incident was a combination of product error and user error and maybe due to the underlying mattress (non-arjo) is incompatible with new air mattress.